Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device. Red material was observed on the shell surface. Upon initial inspection, the device appeared intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation (mre) of lot number 7617067 was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that there is any issue related to manufacturing. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
On (B)(6) 2018, a mentor artoura breast tissue expander 700cc device was received by the mentor product analysis lab with no accompanying information. The device could not be associated with an existing complaint. Analysis on this device has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a tissue expander is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA.